Event description:
Clinical narrative: impella 5.5 was attempted via direct aortic access in a 67-year-old male following coronary artery bypass graft (CABG) surgery for post-cardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos). The patient¿s comorbidities and scai shock stage were not reported. A 10 mm graft was sewn to the aorta and tunneled through the left third intercostal space for impella 5.5 insertion. Multiple attempts were made to advance the device across the aortic valve, both with and without a guidewire; however, advancement was unsuccessful. The device was removed, and a kink was identified in the catheter shaft proximal to the motor. The physician elected to replace the device with a new impella 5.5, which was successfully implanted. The event required device replacement; however, no patient injury or clinical deterioration was reported. The replacement impella 5.5 was successfully placed and provided intended support. The patient outcome following implantation was not reported.

Manufacturer narrative:
A4 weight is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.